Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was withdrawn and the patient was to switched to hemodialysis (hd). The patient experienced abdominal pain which was believed to be related to a cough (onset date unknown). The patient was hospitalized for the cough and respiratory distress. On the same day, the patient was diagnosed with peritonitis manifested by the abdominal pain. The cause of peritonitis was unknown. Treatment was not reported. On an unknown date, during the hospitalization, the patient was diagnosed with sepsis as evidenced by blood cultures positive for (B)(6). The source of the sepsis was unknown. On an unknown date, the pd catheter was removed and a central line was placed for hemodialysis as a result of sepsis. The patient remained hospitalized. The patient was recovering from this peritonitis event. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number(s) h12k08023 and h13a18021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional relevant information become available, a follow-up report will be submitted.